Event description:
Patient underwent ercp for removal of covered metal stent (viabil 10mm x 6cm with side holes). Stent was removed with rat-toothed forceps. After removal of the stent, a large amount of blood was seen with active bleeding seen from the biliary tree. Upon inspection of the stent, the stent was noted to be deformed in the distal aspect where it was grasped by the forceps and a ~1cm long piece of tissue was noted within the stent lumen, later confirmed by pathology to be biliary tissue. Thus bleeding, likely resulted from trauma from stent removal. Patient treated with replacement of a covered metal stent (viabil 10mm x 8cm without side holes) with resolution of bleeding and required hospital admission overnight. A. Bile duct, tissue fragment, excision: inflamed and fibrotic biliary mucosa with ulceration no dysplasia or carcinoma.